Event description:
Spontaneous: patient stated pump malfunction, motor stalled and patient turned off and on, resumed, and changed batteries. Patient unable to get pump to work, pharmacist advised reship needed; unknown if any doses were missed. No side effect was reported. Product is on hand for return. No further information known. Indication: common variable immunodeficiency, unspecified. Reported to (B)(6) by pt/caregiver.